Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump is not delivering alarms. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer tried changing the battery, and the screen was blinking on and off. After cleaning the battery cap, the screen began blinking black and white. Customer noted the insulin pump was not bumped or dropped. The customer was advised that they would be receiving a replacement insulin pump and to revert to the back-up plan. Customer was advised to return the broken pump for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump alarmed no delivery during basic occlusion and occlusion test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no display or back light anomaly noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.